Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure had no complications and the closure device was successfully released in the laa with a complete seal. During the 45-day follow procedure a transthoracic echocardiogram (tee) was performed. It was noticed that there was a thrombus on the device, there was no changes to the seal of the closure device. The physicians changed the coumadin treatment to pradaxa to resolve the thrombus. The patient was fine following this.